Event description:
It was reported the lead displayed a rise in pacing impedance, high pacing impedance, over-sensing with respect to the sensing integrity counter, and a possible fracture. Re-programming was done "turning the lead off." Following, the lead was cut below the trifurcation, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.